Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad buttons were found to be intact; all keypad buttons were found to be responsive to button presses. The keypad cover was removed; there was no contamination found under the button key contacts. The reported unresponsive issue with the keypad buttons was not duplicated during investigation.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.